Manufacturer narrative:
The data on the customer's handling of patient samples did not indicate any issues. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number is ars97. The expiration date was not provided. The field service engineer inspected the analyzer and determined a dirty ion-selective electrode (ise) flow path had caused the event. He cleaned the flow path and verified the analyzer's performance by succesful calibrations and qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode and k electrode results from three patient samples tested on the cobas c 303 analytical unit - emc. The reporter provided two examples of discrepant results: sample 1: the initial na result from the module was 131.6 mmol/l. The repeat result from another module was 137 mmol/l. Sample 2: the initial na result from the module was 132.4 mmol/l. The repeat result from another module was 138.2 mmol/l. The doctor requested for a rerun of the patient samples. The doctor deemed the repeat results correct.